Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was also performed for the subject device. The plate was transversely broken through the extended combi-hole. It is unknown what caused the device to break post-operatively, but it is likely due to fatigue failure due to the length of implantation (5 years). The plate is part of the 3.5mm lcp proximal tibia plate system and its recommended use is found in technique guide. The associated product drawing was reviewed and no drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A device history record review was performed for the subject device lot. The review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 3.5mm proximal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformance noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient age & weight not provided by reporter. Patient ID# is: (B)(6). Unknown when device broke. This report is for unk - plate tibia/unknown lot number. Unk-plate, as it is unknown which one of the following plates broke: 02.124.205, 239.955. Original implant date unknown. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that a patient underwent hardware removal of (2) two plates and screws on (B)(6) 2016. The hardware was implant five years ago for fracture tibia. The hardware removal was introduced so that the patient can have a total knee replacement later this year. During removal of the plates, it was noted that (1) one plate was broken and the surgeon had difficult removing one of the screw. The screw had broken off at the shaft and retrievable was not successful. There was no surgical delay. It was reported that the procedure was successfully completed and the patient outcome was good. No additional information is available. This report is 1 of 2 for (B)(4).